Manufacturer narrative:
The technician replaced the siderail housing, caregiver and nurse control circuit boards and the siderail labels to repair the bed.

Event description:
Information received indicates the plastic on the right siderail housing is broken, allowing fluid to short out the caregiver and nurse control circuit boards.